Event description:
The patient sustained a fall with trauma to the pacer implant site. Since that event occurred, the patient claims to have had several syncopal episodes; he had not experienced any syncopal episodes before the fall. A transtelephonic followup reported a loss of ventricular capture, and the patient was asked to come into the clinic for further checking.